Event description:
Connection issues associated with the atrial channel during the implantation procedure were incurred. Reportedly, clicking of the torque-limiting screwdriver was not obtained during the connection attempt. When the physician removed the screwdriver, the set-screw was removed, as well. The physician was then able to re-insert the set-screw and appropriately connect the lead, but decided not to implant the subject device due to the difficulties obtained.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.